Event description:
It was reported that this right ventricular (rv) lead exhibited gradual impedance high out of range. Technical services (ts) was consulted and recommended reprogramming options. The lead remains in service. No additional adverse patient effects were reported.